Manufacturer narrative:
Subsequent information received indicates that there was no product malfunction reported by the customer. Parts were ordered solely as a preventative action, which is considered a non-complaint, and therefore not reportable. No further action is required at this time.

Event description:
It was reported to philips that the capacitor is aging and needs to be replaced. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.